Event description:
It was initially reported that the healthcare provider (hcp) was doing pump replacement and cut off pump connector. The replacement was indicated due to normal battery depletion and the eri (elective replacement indicator) was 7 months. Reporter was not aware of any volume discrepancy and noted that the patient was still getting good therapy. Drugs delivered via the device were morphine and bupivacaine. It was later reported that reporter believed that the pump volume obtained was more than what was expected. Hcp had attempted to aspirate the catheter prior to implanting the new pump and was unable to get drug or csf (cerebrospinal fluid) back. A new catheter was implanted along with the new pump. Additional information received later from the hcp indicated a blocked catheter along with failure to aspirate; location of block not known. An MRI/x-ray (dates (B)(6) 2012) showed the catheter in canal, no granuloma. Patient had experienced worsened pain; was hospitalised. Following replacement patient recovered without sequel.

Manufacturer narrative:
Catheter model: 8598, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6); catheter model: 8596, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).